Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage at the keypad traces. No ramping numbers anomaly was noted. The pump was received with a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was trying to input her carbs but the carbs keep counting up on the insulin pump. Customer's blood glucose was 44 mg/dl at the time of the incident. Customer treated with a snack and 10 minutes later, she ate. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.